Manufacturer narrative:
Other applicable components are: product ID: 9733571, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. The surgeon monitor cable was replaced and the system then passed a system checkout. The cable was returned to medtronic for analysis. Analysis found that the connector on the returned cable was damaged which caused the reported fit issues with the mating connector. Otherwise, the cable passed a continuity test with no opens or shorts detected. The hardware analysis determined that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site was having difficulty connecting the surgeon monitor to the system, but were able to eventually. They were then unable to disconnect it.